Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was greater than 500 mg/dl at time of event. Intervention by customer's hcp was required. Hcp advised customer to change correction factor in the pump settings and administer a manual injection. Customer addressed elevated blood glucose with a manual injection. Customer changed pump supplies to address the issue and resumed insulin delivery.